Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The user then sent the device to the olympus (B)(4), olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device auxilliary channel tested positive with enterobacteries escherichia coli (4 cfu/100 ml), suction channel (1 cfu/100 ml )enterococcus faecalis. Device channels presence of enterobacteries - (4 cfu/100 ml) tested positive with staphylococcus hominis, pantoea septica. Customer cds checklist, (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) results and olympus rrc (regional repair center) device evaluation has not yet been received . Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and information based on the customer provided cleaning disinfection and sanitization (cds) practices, and results of third party testing. The user provided their cds practices of the subject device where it was noted that pre-cleaning was not performed. The device is manually processed with an kit 1-clean ref : an2995023 (brush), anios clean excel disinfectant, and anios clean excel detergent. The device is processed in a soluscope series 4 automatic endoscopic reprocessor (aer) with soluscope cln detergent and soluscope paa disinfectant. The device is stored horizontally. Olympus is the maintenance provider of the subject device. The aer was culture tested by the user where the results were: rinse water: 0 cfus. Up stream of the tap network after 24 hours at 37 degrees celsius: 12 cfus of unidentified organisms. Up stream of the tap network after 72 hours at 22 degrees celsius: 1 cfus of unidentified organisms. Tank bottom terminal rinse water: 0 cfus. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the electrical connector unit mouthpiece pin was detached and the insertion part of the probe unit was damaged; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.